Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having excessive no delivery alarms. Customer's blood glucose was 600 mg/dl. During troubleshooting, customer reported of having bent cannula. Customer reported that issue was resolved with a complete set change.